Event description:
A report was received that the patient underwent an explant procedure. Reason for the procedure is unknown.

Event description:
A report was received that the patient underwent an explant procedure. Reason for the procedure is unknown.

Manufacturer narrative:
Model #: sc-1110-02, sn (B)(4): device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The ipg was analyzed and passed all tests. Ipg exhibits normal device characteristics. Model #: sc-8216-50, sn (B)(4): visual inspection revealed that the lead was cleanly cut approximately 14 inches the from the paddle end of lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Model #: sc-4316 visual inspection found that one of the clik anchors has torn eyelets. The other clik anchor exhibits normal characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial / lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure. Reason for the procedure is unknown.

Manufacturer narrative:
Additional information was received that the patient cannot be reached to obtain information and/or ask permission to gain access to patient¿s record about the explant procedure. Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 14310486 description: next generation anchor kit-sterile.